Manufacturer narrative:
The faradrive sheath was visually inspected upon return. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was noted on flush lumen and the external valve. However, the internal valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. Additionally, oil was noted on the valves. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the sheath could not be aspirated through the side port and had a thrombus in it, and the patient experienced thrombosis. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After performing ablation in a pulmonary vein a cavotricuspid isthmus (cti) ablation was performed in the right atrium, then the farawave catheter was returned to the pulmonary vein for treatment again. At that time aspiration was not able to be performed through the side port of the sheath when attempted. The sheath was replaced, and the first sheath was flushed outside the patient which revealed a thrombus. The procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath could not be aspirated through the side port and had a thrombus in it, and the patient experienced thrombosis. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. After performing ablation in a pulmonary vein a cavotricuspid isthmus (cti) ablation was performed in the right atrium, then the farawave catheter was returned to the pulmonary vein for treatment again. At that time aspiration was not able to be performed through the side port of the sheath when attempted. The sheath was replaced, and the first sheath was flushed outside the patient which revealed a thrombus. The procedure was completed successfully. The device is expected to be returned for analysis.